Event description:
It was reported that shaft break occurred. The 12mm x 4.00mm nc quantum apex balloon catheter was selected. The device was removed from the package and was rolled out to set it properly however the shaft of catheter broke. The procedure was completed using a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with a nc quantum apex shelf box. The batch number on the returned packaging and device match the batch number for this complaint. There was blood in between the folds of the balloon. The balloon was tightly folded. There were multiple hypotube kinks. The hypotube was fractured 55cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. The 12mm x 4.00mm nc quantum apex¿ balloon catheter was selected. The device was removed from the package and was rolled out to set it properly however the shaft of catheter broke. The procedure was completed using a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).